Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of failure code 814:09 or any other occlusion sensor related failure. This issue is being investigated through CAPA.

Event description:
The facility reported a colleague infusion pump with a failure code 814:09. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:09 was confirmed and duplicated during product evaluation. The root cause was assigned to a defective pump head module. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.